Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. Customer¿s blood glucose level was 163 mg/dl. Customer reported that the insulin pump¿s button were not responding. Customer reported that the insulin pump had button not responding alarm. Customer were not able to clear the alarm. However, customer was able to clear the power loss alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen due to multiple occurrences of both pump errors 3 and pump error 4 . Unable to perform displacement, sleep current measurement, active curent measurement, and self tests due to the critical pump error.